Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when this damage occurred. Though the soft cannula was damaged, fluid was observed to freely pass through the fluid path, and no timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 26 mmol/l (468 mg/dl). The pod was worn between 36 and 48 hours on the back. No information was provided on how the hyperglycemia was treated.